Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. Additional information has been requested regarding the evaluation and repair of the device. When additional is received, a supplemental report will be submitted. H3 other text : device not available for evaluation.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed a system shutdown. Usage started from 10:00 am, and the critical alarm in ICU around 17:30 pm. The patient continued treatment by replacing the cardiosave with a cs100 machine owned by the hospital. There was no patient harm reported.

Manufacturer narrative:
Updated fields - b4, d8, d9,g1, g3, g6, h2, h6 ( investigation findings, investigation conclusion, component codes, type of investigation ), h11. Corrected fields- d4(UDI). Root cause evaluation-the failure analysis and testing dept. Performed a visual inspection of the parts received and found that the video generator is missing the j14 harness of the coiled cable. Due to the missing part, the fat dept. Cannot install the parts and investigate any further. Reference parent complaint- (B)(4).

Event description:
N/a.